Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The non-healthcare professional reported that the patient had an issue with the drape. Due to this drape, the nose skin peeled off, and redness and bleeding were observed after the surgery. The patient required first aid for the recovery of the skin of the nose. The procedure type was unknown.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, deviation history report and lot history could not be reviewed. No physical sample has been returned for evaluation, therefore, the condition of the product could not be verified. When this type of issue occurs, a sample will need to be returned so that a proper investigation can be conducted. A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. A review of the systems applications and products where-used parts list could not be reviewed as the customer did not retain the affected lot information. A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. The root cause of the customer's complaint could not be established as there is insufficient product information to conduct a full investigation. Manufacturing records were not able to be reviewed. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate the manufacturer internal reference number is: (B)(4).